Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Two suture segments were returned for evaluation. The product was visually inspected. Segment 1 presented a surgical knot with 4 suture ends . Cut ends were observed at the short ends. The long thread end has broken appearance. One suture strand directly in the knot is partially separated with broken appearance. Segment 2 presented a surgical knot with 4 suture ends. All ends have broken appearance. The longest thread has appearance of previous existing knot and shows additionally a flattened end. No further anomalies were observed at both segments. The cause of the observed suture breakage at both segments could not be clarified. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the date of the procedure - (B)(6) 2016. What tissue was the suture used on - pre-muscular fascia of the abdominal rectus. What was the condition of the tissue (normal, diseased, weakened) - normal. How was the suture placed (interrupted or continuous) - overcasting. Was there any patient event prior to the suture rupture (cough, fall) - no. What is the surgeon opinion as to relationship of the suture contributed to the symptoms - unknown. What point on the suture line did the suture break (middle, near knots) - at 2 cm of the stop knot. What was the date of the second procedure - 7 days after the 1st surgery. Was the suture intact and suture pull away from tissue - the thread was broken. Were the knots intact and the suture broken - yes. How much of the incision was open (in cm) - 10 cm. Was the patient still hospitalized after 7 days - if so, why - no. Did the event occur when the patient was at home yes. What are the patient age, weight, past medical and surgical history - (B)(6) yo. (B)(6). No medical history. 1 normal delivery in 2014. What is the current condition of the patient - good. Psychological monitoring.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? What tissue was the suture used on? What was the condition of the tissue (normal, diseased, weakened)? How was the suture placed (interrupted or continuous)? Was there any patient event prior to the suture rupture (cough, fall)? What is the surgeon opinion as to relationship of the suture contributed to the symptoms? What point on the suture line did the suture break (middle, near knots)? What was the date of the second procedure? Was the suture intact and suture pull away from tissue? Were the knots intact and the suture broken? How much of the incision was open (in cm)? Was the patient still hospitalized after 7 days? If so, why? Did the event occur when the patient was at home? What are the patient age, weight, past medical and surgical history? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a cesarean section procedure on unknown date and suture was used. The suture broke/ruptured and evisceration occurred seven days post-operatively. The patient underwent a re-operation.